Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 4 september 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. See h.10.

Event description:
It was reported that the bd ultra fine¿ pen needle attached to the sanofi pen would not deliver insulin during use due to the dose button being difficult to press down. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported hard to press down dose button sanofi pen, (B)(4) units, while using bd pen needles. Denied reuse of needles. Does not complete a flow check with each pen needle only first time use of pen. Advised to do so with proper placement of non patient end. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra fine¿ pen needle attached to the sanofi pen would not deliver insulin during use due to the dose button being difficult to press down. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported hard to press down dose button sanofi pen, 47 units, while using bd pen needles. Denied reuse of needles. Does not complete a flow check with each pen needle only first time use of pen. Advised to do so with proper placement of non patient end. "